Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿controller ac adapter controller ac adapter / (B)(4) / model #: 1430de / expiration date: unknown. UDI #: asku. Device available for evaluation?: no. Mfg date: unknown. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2016-12-31. (B)(4). Device available for evaluation?: no. Mfg date: 2015-12-31. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2016-10-31. (B)(4). Device available for evaluation?: no. Mfg date: 2015-10-31. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2016-12-31. (B)(4). Device available for evaluation?: no. Mfg date: 2015-12-31. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2016-12-31. (B)(4). Device available for evaluation?: no. Mfg date: 2015-12-31. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller, battery charger, battery ac adapter charger and batteries had bent pins and worn material due to patient user error. The controller ac adapter had bent pins due to patient user error. The products were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: 1430de, (B)(4). D10: yes, return date: 2018-02-21 h3: yes h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 135, 180 h6 FDA conclusion code(s): 77 product event summary: the controller ac adapter (B)(4) did not pass external visual inspection. Investigation is ongoing. 1650de, (B)(4). D10: yes, return date: 2018-02-22 h3: yes h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 77 product event summary: (B)(4). Was received with a worn out damaged connector. In the lab the battery passed functional checks. In vestigation is ongoing. Additional products: 1650de, (B)(4). D10: yes, return date: 2018-02-22 h3: yes h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 135 h6 FDA conclusion code(s): 77 product event summary: (B)(4) failed visual and passed functional testing. Investigation is ongoing. 1650de, (B)(4). D10: yes, return date: 2018-02-22 h3: yes h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 77 product event summary: (B)(4) was received with a worn out damaged connector. In the lab the battery passed functional checks. In vestigation is ongoing. 1650de, (B)(4). D10: yes, return date: 2018-02-22 h3: yes h6 FDA method code(s): 10, 23 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 77 product event summary: (B)(4) was received with a worn out damaged connector. In the lab the battery passed functional checks. In vestigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller did not pass visual inspection as result of damaged pins on port 2. The damage prevents battery from making a proper connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller, controller ac adapter, and batteries (B)(6) were returned for evaluation. A review of the (B)(6) manufacturing records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual examination and functional testing. Failure analysis of the controller ac adapter, (B)(6), (B)(6) and (B)(6) revealed that the devices passed functional testing. During visual inspection it was observed an illegible release indicator on the output cables. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. It was also found that the connectors of the batteries and controller ac adapter were worn out. Failure analysis of (B)(6)revealed that the battery passed functional testing; however, during visual inspection it was also obs erved a worn-out connector. Failure analysis of the returned controller revealed that the device did not pass visual inspection due to a bent pin on power port two of the controller. The bent pin did not allow a battery to properly connect to a controller. As a result, the reported events were confirmed. The most likely root cause of the illegible indicator/ wear on the output connectors can be attributed to patient use or due to wear. The most likely root cause of the bent pins on the controller can be attributed to a misalignment between the power port and power source output connector. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0 and damaged power source connectors. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 3331 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. Newly received information indicated (B)(6) was returned to the manufacturer on 26-mar-2020. A5a ethnicity corrected to no information and a5b patient race corrected to no information. D4 suspect medical device model # corrected from 1420-mcs to 1420 and catalog # corrected to 1420. E1 initial reporter street 1 corrected from (B)(6) to (B)(6) street 2 corrected from (B)(6) to (blank) and region corrected to (B)(6). E3 initial reporter occupation corrected from health professional (hpro) to other healthcare professional (othe). H6 FDA device codes corrected from c62952, c62968, c63296 to c62952, c62962, c62968, FDA method codes corrected from 10, 38 to 10 and FDA conclusion codes corrected from 77 to 19. H10 additional products: serial # (B)(6) catalog # corrected to 1430de, return date corrected from 21-feb-2018 to 25-jan-2018, FDA patient codes corrected to c76143, FDA device codes corrected from c62952, c63296 to c62952, c62962, FDA method codes corrected from 10, 23, 38 to 10, FDA conclusion codes corrected from 77 to 19; serial # (B)(6) catalog # corrected to 1650de, return date corrected from 22-feb-2018 to 25-jan-2018, FDA patient codes corrected to c76143, FDA method codes corrected from 10, 23, 38 to 10 and FDA conclusion codes corrected from 77 to 19; serial # (B)(6) catalog # corrected to 1650de, return date corrected from 22-feb-2018 to 25-jan-2018, FDA patient codes corrected to c76143, FDA method codes corrected from 10, 23, 38 to 10, FDA results codes corrected from 135 to 135, 180, FDA conclusion codes corrected from 77 to 19; serial # (B)(6) catalog # corrected to 1650de and FDA patient codes corrected to c76143; serial # (B)(6) catalog # corrected to 1650de, return date corrected from 22-feb-2018 to 25-jan-2018, FDA patient codes corrected to c76143, FDA method codes corrected from 10, 23, 38 to 10, FDA results codes corrected from 180 to 135, 180, FDA conclusion codes corrected from 77 to 19; serial # (B)(6) catalog # corrected to 1650de, expiration date corrected from unknown to 31-dec-2016, UDI # corrected from (B)(4) to (B)(4), return date corrected from 22-feb-2018 to 25-jan-2018, manufactured date corrected from unknown to 31-dec-2015, FDA patient codes corrected to c76143, FDA method codes corrected from 10, 23 to 10, FDA results codes corrected from 180 to 135, 180, FDA conclusion codes corrected from 77 to 19. Additional products: d4: catalog #: 1430de / serial #: (B)(6) d10: yes, return date: 25-jan-2018 dev rtn to MFR? Yes h6: patient code(s): c76143 h6: device code(s): c62952, c62962 h6: FDA method code(s): 10 h6: FDA conclusion code(s): 19 d4: catalog #: 1650de / serial #: (B)(6) d10: yes, return date: 25-jan-2018 dev rtn to MFR? Yes h6: patient code(s): c76143 h6: FDA method code(s): 10 h6: FDA conclusion code(s): 19 d4: catalog #: 1650de / serial #: (B)(6) d10: yes, return date: 25-jan-2018 dev rtn to MFR? Yes h6: patient code(s): c76143 h6: FDA method code(s): 10 h6: FDA results code(s): 135, 180 h6: FDA conclusion code(s): 19 d4: catalog #: 1650de / serial #: (B)(6) d10: yes, return date: 26-mar-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to / MFR? Yes h6: patient code(s): c76143 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d4: catalog #: 1650de / serial #: (B)(6) d10: yes, return date: 25-jan-2018 dev rtn to MFR? Yes h6: patient code(s): c76143 h6: FDA method code(s): 10 h6: FDA results code(s): 135, 180 h6: FDA conclusion code(s): 19 d4: catalog #: 1650de / expiration date: 31-dec-2016 / serial #: (B)(6) UDI #: (B)(4) d10: yes, return date: 25-jan-2018 dev rtn to MFR? Yes h4: mfg date: 31-dec-2015 h6: patient code(s): c76143 h6: FDA method code(s): 10 h6: FDA results code(s): 135, 180 h6: FDA conclusion code(s): 19 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: unknown UDI #: asku, available for eval: yes, return date: 2018-01-25, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: unknown, labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller ((B)(4)), controller ac adapter ((B)(4)) and batteries ((B)(4)) were returned for evaluation. Battery ((B)(4)) was not returned for evaluation. A review of the (B)(4) manufacturing records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(4) revealed that the devices passed functional testing. During visual inspection it was observed an illegible release indicator on the output cables. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. It was also found that the connectors of the batteries and ac adapter were worn out. Failure analysis of (B)(4) revealed that the battery passed functional testing; however, during visual inspection it was also observed a worn-out connector. Failure analysis of the returned controller revealed that the device did not pass visual inspection due to a bent pin on power port 2 of the controller. The bent pin did not allow a battery to properly connect to a controller. As a result, the reported events were confirmed. The most likely root cause of the illegible indicator/ wear on the output connectors can be attributed to patient use or due to wear. The most likely root cause of the bent pins on the controller can be attributed to a misalignment between the power port and battery output connector. An internal investigation was opened to evaluate bent/damaged pins with controller 2.0. If information is provided in the future, a supplemental report will be issued.